Event description:
A customer reported experiencing multiple occlusion alarms which were resolved with a pump supply change. The customer was hospitalized on (B)(6) 2026 with a blood glucose level that displayed as "high," a specific value was not provided. The customer was treated with an insulin injection and was released on (B)(6) 2026 with no permanent damage and issue resolved. Reportedly, the customer uses supplies longer than recommended, tandem technical support educated the customer of proper supply usage.